Event description:
It was reported that during a stent graft placement procedure in the iliac artery to the superficial femoral artery via a contralateral approach, there was strong resistance felt upon insertion and the device allegedly failed to be inserted into the sheath. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the physical device was not returned for evaluation. Therefore, the result of the investigation is inconclusive for the reported device incompatibility issue. The root cause for the reported device incompatibility issue could not be determined based upon the available information received from the field communications . Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: device description the lifestream¿ balloon expandable vascular covered stent endovascular system is available in catheter lengths of 80 cm and 135 cm and it is compatible with 0.035" (0.89 mm) guidewires. The premounted covered stent is available in multiple diameters and lengths. Warnings: ¿ should excessive resistance be felt at any time during the insertion process, do not force passage. ¿ the covered stent cannot be repositioned after it is deployed. Materials required for the lifestream¿ balloon expandable vascular covered stent procedure ¿ 0.035" (0.89 mm) guidewire with a length at least twice as long as the endovascular system. ¿ introducer sheath or guiding catheter with appropriate inner diameter. Precautions ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. ¿ this device has not been tested for use in overlapped conditions with stents or covered stents from other manufacturers. ¿ store in a cool and dry place. Keep away from sunlight. Directions for use: site access and preparation 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Air evacuation 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. H10: b5, d4 (expiration date: 03/2025), device not returned.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 03/2025).

Event description:
It was reported that during a stent graft placement procedure in the iliac artery to the superficial femoral artery via a contralateral approach, there was strong resistance felt upon insertion and the device allegedly failed to be inserted. It was further reported that another device was used to complete the procedure. There was no reported patient injury.